Event description:
This rv lead was implanted on (B)(6) 2005 and capped on (B)(6) 2011 due to noise on the lead. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).